Event description:
The customer contacted baxter's technical service center to report a check patient line alarm on the homechoice (hc) during drain 3 of 4, patient connected (addressed in a related complaint). The baxter technical service representative helped the home patient (hp) to end therapy and a high drain 101 alarm occurred indicating that the hp had drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The hp stated she had performed an off-cycler manual fill of 2000ml and did not drain during the initial drain cycle as the initial drain alarm (ida) was set at 0. The hp did not want a swap. The hp will call the nurse regarding drain issues and getting on the machine with fluid and the ida set at 0. The tsr felt the homechoice meets device specifications and is safe to leave in the customer's home. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
Complaint no: (B)(4). The device will not be returned for evaluation. A follow-up report will be filed if any additional information becomes available.

Manufacturer narrative:
(B)(4). The homechoice device was operational and was not returned for evaluation. The reported increased intra-peritoneal volume (iipv) issue was not confirmed. The cause was undetermined. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult.